Event description:
User received discrepant results for sodium after electrode was replaced. Twenty-two patient samples were involved. Nineteen examples were provided. All results in mmol/l. Sample 1 initial 131, repeat 137. Sample 2 initial 133, repeat 144. Sample 3 initial 126, repeat 135. Sample 4 initial 125, repeat 134. Sample 5 initial 128, repeat 143. Sample 6 initial 127, repeat 135. Sample 7 initial 129, repeat 139. Sample 8 initial 130, repeat 138. Sample 9 initial 126, repeat 135. Sample 10 initial 126, repeat 137. Sample 11 initial 124, repeat 139. Sample 12 initial 121, repeat 132. Sample 13 initial 127, repeat 141. Sample 14 initial 128, repeat 140. Sample 15 initial 126, repeat 137. Sample 16 initial 130, repeat 137. Sample 17 initial 130, repeat 142. Sample 18 initial 125, repeat 134. Sample 19 initial 129, repeat 138. Initial results were reported, but user states no treatment was initiated based on these results. User resolved issue by performing corrective maintenance on the sodium electrode.